Event description:
It was reported that the user received a ¿glucose falling quickly¿ alert on the ilet and the alert resolved without intervention, after which the lowest reported glucose was 100 mg/dl; the user then ate dinner and the glucose rose to 210 mg/dl, which the user attributed to the meal and chose to allow the ilet to correct. No adverse clinical symptoms associated with transient low-trending glucose without documented hypoglycemic symptom reported. Outcomes included no injury and no medical intervention or hospitalization. Investigation included review of the reported event and user-reported history. Investigation of this case revealed no device malfunction and suggested user behavior and meal intake as the precipitating factors for the post-meal hyperglycemia, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with meal intake and expected device behavior.

Manufacturer narrative:
Initial